Event description:
It was reported that the ventilator would continue to alarm during testing but would not alarm at the nurse call system. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
The field service center replaced the power board to correct the reported problem. The power board was returned to the MFR for failure analysis. The MFR was unable to duplicate the reported problem of no alarm output to the nurse call system. The MFR was able to verify the nurse call is always in an on state. Eval of the power board found q19 was out of specification.